Event description:
Reporter indicated that vns pt has had an increase in seizures since the initial programming of the vns therapy system. The increase in seizures is above pre-vns baseline. The pt's treating physician had also made changes to the pt's medications. The reason for the increase in seizures in unknown.